Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were more unresponsive requiring multiple presses to respond and had frequent motor errors. Customer's blood glucose level was unknown. It was also stated that there was crack in screen. Customer declined trouble shoot the issue. The device will not be returned for analysis.